Manufacturer narrative:
A ge service representative performed an on site investigation. The bios were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed multiple and did not boot up. There was no patient injury or death reported.